Event description:
It was reported that during a nephrostomy stenting procedure, the accustick introducer came apart in the pt. The physician inserted the accustick ii introducer and it broke apart. The physician attempted to remove the broken pieces and could not. The radiopaque marker remains in the pt's left kidney. Due to the length of the procedure, no further attempts were made to remove the marker. The nephrostomy procedure was completed. The pt was okay post procedure and was discharged with the marker band remaining in the pt. Additional manipulation of the remainder of the device outside the pt's body resulted in the device breaking into multiple pieces.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.